Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that when software update was attempted the programmer locked on the logo screen. Programmer also locked up during software reload. Mpu (main processor unit) printed circuit board assembly was replaced to resolve issue. Analysis also found the paper guide on printer drawer was broken, the left keyboard hinge was broken, power supply was noisy, and the system fan was intermittently noisy. (B)(4).

Event description:
It was reported there was a software issue. Followup indicates the programmer was taking longer and longer to boot up, then it got stuck on a black screen. Clinician was unable to interrogate devices. The programmer was returned for repair. No patient involvement or complications were reported.